Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The patient had no pulse in their impella limb during support. As the patient required extended support, the decision was made to explant the pump and escalate to impella 5.5 support.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.